Manufacturer narrative:
The reported events were failure to capture and a stylet insertion / removal issue. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a stylet insertion / removal issue was confirmed. The returned stylet was unable to be removed because of resistance noted. The cause of the reported event was isolated to the stretched inner coil near the distal region of the lead which is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited failure to capture and the guidewire cannot be pulled out of the lead. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.